Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. D6, d9 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years post implant of this 25mm mosaic valve, it was explanted and replaced with a competitors valve. The reason for the replacement was reported as coaptation and foreign material on the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that slight inward deflection was observed on the right-noncoronary and left-right stent posts. No deflection was noted on the left non-coronary stent post. The overall stent structure showed no distortion. All leaflets were in the closed position with a slight gap between the coaptive ridges. All leaflets appeared tan and flexible. The right cusp (rc) appeared friable with tears extending toward the right non-coronary commissure. The characteristics of the tears were consistent with explant-related damage, including visible evidence of cauterization. An abrasion was noted on the rc at the point of coaptation. The left cusp (lc) exhibited a smaller abrasion at the point of coaptation. The non-coronary cusp (nc) appeared predominantly intact, with the exception of localized damage at the right non-coronary commissure (rnc). The left-non-coronary commissure (lnc) and left-right commissure (lrc) stent posts exhibited signs of explant-related thermal damage (e.g., cauterization). Despite this, the lc, nc, and rc leaflets appeared intact at these commissures. The superior coaptive junction at the right non-coronary commissure (rnc) was damaged, consistent with thermal injury incurred during explantation. Tan pannus lined the bias stitching of the right cusp. Additional pannus remnants were present along the sewing ring. Thin, layer of host deposition was observed at the superior coaptive junction of the rlc. Host growth lined the margin of attachment (moa) at the inflow. Thick, pannus remnants were present at the inferior coaptive area (ica) between the lc and nc. Vegetative-appearing host tissue was present along the moa adjacent to the rc, lc and along the inferior coaptive areas (icas) between rc-nc and rc-lc. An unknown amount of pannus may have been removed during explant. The sewing ring appeared intact, with small holes consistent with prior implantation sutures. Pannus remnants were present along its surface. A separate tissue fragment was returned with the valve. The fragment appeared to be pannus-derived host tissue and exhibited signs of cauterization along its edges. Radiographic images revealed no evi dence of calcification on the valve. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.